Event description:
It has been reported to philips that the system is giving low disk errors not allowing the customer to perform examinations. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the image processing computer¿s (ippc) hard disks. The fse cleaned the hdd (hard disk) rack in the ippc, replaced two hard disks and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the system was in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿system was giving low disk errors¿. Review of the log file confirmed that issue with ¿frontal ip-pc malfunction¿. The philips engineer cleaned the hdd (hard disk) rack in the ippc and replaced two hard disks. The system was returned to use in good working order. The codes were updated based on the investigation outcome.